Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) . Customer reported an elevated blood glucose level of 500 (mg/dl) with moderate ketones. A manual injection was delivered to address bg levels.